Event description:
Left ruptured; right marked bleed w/ incipient rupture. A 46 yr old white g1 p1 female status post bilateral subglandular inframammary gels "prob." 240 cc for augmentation in 1978, complains of decreased left for years. No history of trauma except closed capsulotomy twice early on. Pt complains of increased firmness and pain for 10 yrs. Positive systemic symptoms developing since, including: arthralgias, myalgias, spasms, fatigue, hot flashes, neurocognitive problems, sicca, hair loss, rashes, sensitivity to cold and sun, raynaud's, shortness of breath, hypertension, high cholesterol, and gastrointestinal/genitourinary/menstrual problems. Exam positive for bilateral grade iii contractures. Left smaller by approx. 40cc. Bilateral axillary tenderness. Surgery 25-apr-95, revealed positive left rupture,(small possibility it was iatrogenic - at least. Bilateral marked bleed, moderate cloudy yellowing, weight 235 gms, w/ thick calcified contracted capsules, right greater than left w/ old right hematoma.